Manufacturer narrative:
Summary of analysis: the lead has sustained some minor damage; however, the damage would not have contirbuted to the reported loss of capture. The lead is electrically normal, and the reported loss of capture cannot be verified.

Event description:
The rptr indicated that the device was explanted due to improper capture.